Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out for normal eri, externalized conductors between the rv and svc coils were observed via fluoroscopy. No electrical anomalies were detected. A shock was delivered successfully via the lead with normal measured parameters. No adverse consequences were reported. The lead will be monitored.

Event description:
New information notes that the lead was replaced. The patient was in good condition following the procedure.

Event description:
New information notes that the lead exhibited an increase in pacing lead impedance. A lead replacement is planned.